Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed a compromised force sensor system alarm. Customer's blood glucose was 4.1 mmol/l. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to moisture damage on the force sensor. Unable to test for other alarms due to the motor error alarm. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube, a missing end cap sticker and a cracked lcd window.